Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial right knee procedure. Subsequently, the patient was revised due to unknown reason.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: oxf anat brg rt x-sm, catalog #: 160792, lot #: 2679472; medical product: oxf uni tib tray sz aa rm PMA, catalog #: 159532, lot #: 556160. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00543, 3002806535-2019-00549. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee procedure. Subsequently, the patient was revised due to unknown reason.